Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty charge coupled device. A slice on the cable was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the hd camera head. The issue occurred at preparation for use of a therapeutic procedure, which was completed with a similar device without delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty charge coupled device (ccd). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.